Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged wires and damaged electrode belt receptacle ) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a cut white pulse wire in the monitor's electrode belt cable receptacle. The root cause for the cut white pulse wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had damaged wires and a damaged belt receptacle.